Event description:
During operative procedure (arthrotomy r knee) the hook tip for hand held coagulator broke off & embedded in pt tissue. X-rays done & tip retrieved but operative procedure extended by hook.